Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that insulin pump had blank display. Customer states insulin pump was not working as she went to swimming. Customer¿s blood glucose was 4.1mmol/l at time of incident. Insulin pump will be return for analysis.

Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronic assembly. Also, pump received with moisture damage on the battery tube, motor, vibrator and keypad flex tail noted. No moisture damage on the keypad traces or keypad dome switches noted. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display.